Manufacturer narrative:
The healthcare provider did not know cause of the low blood glucose and the customer was to use insulin injections for insulin therapy until (B)(6) 2018.

Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Upon follow-up, the customer reported that per the healthcare provider, the customer was to use insulin injections for insulin therapy until march in order to figure out what caused the low blood glucose level. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 11 mg/dl. The customer went to the emergency room (ER) and was covered with blankets/provided with sweets to address the low bg. After 8 hours, the customer left the ER feeling tired with the bg back to normal. The ER staff told the customer that the low bg was most likely caused by the pump. Although requested, the customer declined to upload the pump data for review to determine a possible cause. The customer reverted to using another method for insulin delivery. At the time of the report, the customer was not using the pump and inquired why insulin was exiting the tubing. Tandem technical support (cts) confirmed that the basal rate was still being delivered. The customer acknowledged and cts assisted the customer with putting the pump in storage mode.